Manufacturer narrative:
Blank fields on this form indicated the information is unknown, unchanged, or unavailable. The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation. E1 - title: (B)(6). The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
2x lr-ofa01 devices inserted into right atrium (ra)1 & right ventricle (rv)1 left sided pacing leads due for extraction. 3rd liberator (lot number n215551) inserted and activated within targeted rv2 lead. Onetie applied. Traction applied and no retraction noted. Activated correctly with guided instruction from merit support personnel). Ra1 lead, liberator pulled back leaving active filament portion of device still inside of targeted lead. Rv1 lead, activated and fixed with onetie proximal compression coil. When direct traction applied, liberator began to retract within the lead, pulled back to subclavian region of body. Device appeared intact within the lead, beacon tip marker visible within subclavian region of lead.